Manufacturer narrative:
On (B)(6) 2015, a medtronic representative, following-up at the site, reported there was no impact to the patient, delay in surgery was 15 minutes and the site biomed representative stated the outlets in that room were fine. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015, software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. On (B)(6) 2015, review of patient logs finds nothing to indicate unexpected exit. System functioning normally.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system unexpectedly shut-down and then re-started. The site's biomed representative is checking the power outlets. No further details were provided. Delay in therapy was 15 minutes. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.